Event description:
International affiliate reported that during final tightening of an expedium fas screw construct, one of the teeth of the moss miami si final tightener sheared off. As reported, there was no delay as the surgery could be completed with additional instruments supplied on the sets. The missing part was retrieved from the patient and through away and that the tightening was done according to the surgical technique and the appropriate counter torque sleeve was used together with this instrument. There were no adverse consequences to the patient and no resulting delay. However, upon receipt of the moss miami si final tightener by the depuy synthes spine complaint handling unit, it was noted that the tip of the instrument was stripped and not broken as had been reported.

Manufacturer narrative:
Visual examination the returned moss miami si final tightener found approximately 1-2mm of the hexlobes of the distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was on axis but was not fully seated during use. A review of the device history record found no discrepancies. No issues were identified in the manufacturing and release of this product that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. Although the root cause of the final tightener becoming stripped cannot be positively determined, the observed damage suggests that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.